Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believes the pump did not properly deliver a bolus. Tandem technical support (cts) examined the pump history and verified no alerts or alarms occurred. Additionally, during troubleshooting, customer delivered a 5 unit bolus successfully. However, the customer maintained that there was an issue with pump. The customer's blood glucose was 302 mg/dl.